Manufacturer narrative:
(B)(4).

Event description:
Physician intended to use an endeavor resolute rx drug eluting stent to treat a proximal lesion with 90% stenosis and no calcification or tortuosity. No damage noted to the device packaging. Device was not inspected before use. Lesion was pre-dilated. Resistance was noted while advancing to the lesion, no excessive force was used. It is reported that stent dislodgement occurred during delivery to/at lesion. Dislodged stent was removed. Procedure was completed with another endeavor resolute stent. No patient injury. Please note that this device endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed device resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
The dislodged stent was removed along with the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned for analysis. The stent was not present on the balloon. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.